Event description:
It was reported that before use, during a standard check-up by the biomedical engineering department located in the hospital, the vigileo monitor while being tested with a simulator, displayed the cardiac output (co) value as 1.4. The unit was tested several times with the same result. It was also reported that while using a simulator, the expected output is 3.0 under normal test conditions. Additional information received stated that the co value was not stagnant; however, it was identified as unusually low. No error messages were reported. There was no patient involvement and no additional system-related devices were identified as suspect.

Manufacturer narrative:
The referenced monitor is expected for return, but has not yet been received for evaluation. Review of the device history record, evaluation results, investigation and a conclusion will be communicated in a follow-up submission.